Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device display a b30 error during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party distributor testing. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to third party distributor for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chamber oxidation a root cause could not be identified. Based on results of investigation, the definitive cause of the reported malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.